Event description:
It was reported that during a lumbar laminectomy the drill would start as soon as it was plugged in without pressing the foot pedal. The drill would also get hot as soon as the foot pedal was pressed. There were no adverse consequences related to this event and no delays. The procedure was completed with another device.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated when the investigation concludes.